Event description:
Patient was revised for poly wear. Doctor described it as "catastrophic failure". This was a right knee on a bilateral patient and the other knee will be revised soon. Note: tibial inserts for both knees have identical part/lot combinations. The rep commented this patient was overweight; but had recently lost 30 pounds.